Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revision due to infection. Acetabular cup was trinity. Only liner, neck and head exchanged. Primary operation done in (B)(6) 2013.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same report as 1043534-2014-00018.